Event description:
It was reported that during a dilatation procedure of a stenosis, the catheter balloon developed a hole at about 8 a tm. The catheter was removed & replaced to complete the procedure without patient injury or further complications being reported.